Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for eval.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.